Event description:
It was reported that: "patient presented to ER with femoral head disassociated from stem. Revision surgery was scheduled, liner and head were replaced; the head was not secure on stem so the surgeon revised the stem."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The x-rays and medical records were requested, but not provided. If additional information becomes available, then it will be submitted in a supplemental report.